Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This complaint is for air in tubing without alarm. Per the complaint information, the patient saw air in the patient line. This complaint was not confirmed in the lab due to a lack of sample. There was not enough data within the complaint information to identify root cause of the air. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During troubleshooting for a check drain line alarm that appeared on the home choice (hc) during the initial drain, the home patient (hp) stated that there was air in the patient line. The technical service representative (tsr) recommended that the hp end therapy and start over with new supplies. On (B)(6) 2011 product surveillance spoke with the hp who stated there were a few bubbles in the line. The hp confirmed he had no idea what happened to cause them. The hp confirmed he saw nothing unusual with the supplies. The hp further stated he resumed therapy without complications with new supplies. No patient injury or medical intervention was reported.